Event description:
During the procedure, bleeding was observed after biopsying a large, highly vascular lesion in the right upper lobe. The galaxy scope was retracted, and a therapeutic bronchoscope was inserted to suction blood more effectively and wedge to promote clot formation. There were no reports of repeated attempts to control the bleeding. The physician continued with the case and proceeded with additional sampling. No further complications or interventions were reported. Malfunctions of "biopsy tool not passing through" and "lost video" were reported. Attempts to gather additional patient demographics were unsuccessful.

Manufacturer narrative:
The scope was returned for analysis, and manufacturing records confirmed it passed final qa/qc release. Investigation identified deformation of the pull wires near the tip that narrowed the working channel and impeded tool passage; this condition occurred prior to the bleeding event and did not contribute to the injury. A separate lost-video issue was traced to cam/led cable damage from bending-section contact during articulation, resulting in a transient loss of illumination; this occurred after the bleeding and did not contribute to the event. Video review identified no use errors. Bleeding was observed immediately following needle biopsy of a large, highly vascular lesion, after which the operator appropriately transitioned to a therapeutic bronchoscope to achieve hemostasis. No deviations from expected galaxy system operation were observed. The physician did not attribute the bleeding to the galaxy system, stating it was due to fna of a vascular mass; video review supports this assessment.